Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon: dr (B)(6). Procedure: revision tkr. Patient underwent primary total knee replacement approximately 10 years ago where pfc cr cemented components were utilised ((B)(6), ((B)(6) hospital). Patient has presented for follow up and a painful knee. X rays show a large granuloma in the proximal tibia, just below the tibial tray. A decision was made to revise the joint. Joint was revised on (B)(6) 2017 (dr (B)(6)). On opening the joint the tibial tray was found to be loose. The proximal tibia had an extensive granuloma. The femoral component was relatively well fixed. Femoral and tibial components were removed and the patella component left in situ. A stemmed tibial and femoral pfc tc3 was implanted. Knee appeared stable. Male patient initials (B)(6), aged (B)(6), dob (B)(6). X-rays available. Unknown jrn: pfc sigma cr cemented femur size 5 right = discarded. Unknown jrn: pfc sigma cuciform keel tray size 5 = discarded. Unknown jrn: pfc sigma cr bearing size 5 x? = discarded. Unknown jrn: pfc patella = still implanted.

Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.